Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 107 mg/dl. Customer changed her infusion set earlier today due to a no delivery alarm and again at school for another no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and the insulin did exit. Customer's mother is doing the troubleshooting and reported that the pump alarmed during manual prime. Customer mother reported that the pump only allows a few drops to come out before it starts to alarm for a no delivery. It was explained that the alarm might have been caused by a set/reservoir occlusion. Customer was advised to replace the set and reservoir as soon as possible. It was reported that there was also a crack on the reservoir chamber. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.